Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify the portion of the event description where you stated "the handle was not cut and it stapled only half"? Did you mean that the sixth firing's staple line and cut line were only half? Was it the firing trigger that broke? If yes, when you stated something came loose did any piece of the device break off? If yes, did it fall into the patient? If yes, was it retrieved? If yes, will it be returning with the device for analysis? Or was the piece disposed of?

Event description:
It was reported that during a gastroplasty bypass procedure, in the sixth firing of the device, with white load, it worked until half and locked. The surgeon felt that the trigger broke and something came loose. The handle was not cut and it stapled only half. Due to inability to continue the procedure using the same material, it was used other stapler to continue the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53d7c. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two tr45w reloads present. The reloads were received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.